Manufacturer narrative:
Manufacturing evaluation was conducted. The report indicates that one dhs/dcs coupling screw was returned for evaluation. The threaded tip of the instrument is broken off and was not returned. The relevant checks that could be performed passed. Because the threaded end was not returned and evaluated this complaint is indeterminate. Product development evaluation was conducted. The report indicates that during normal use the coupling screw (dhs/dcs screw system) would not be exposed to torsional forces that would cause the threaded section of the coupling screw to fail. It's likely that breakage of the thread is caused when the t-handle wrench is misused as a reduction instrument. Using the t handle in this manner would transfer excessive force to the coupling screw causing the coupling screw to break in the threaded section where the diameter is most reduced. Breakage of the threaded portion of the coupling screw likely occurs when the t-handle wrench is used as a reduction instrument, this would apply excessive forces on the coupling screw causing the threaded section to fail. Normal use per the technique guide would not exert forces which cause the threaded section of the coupling screw to fail. Therefore this complaint is determined to be invalid from a design perspective and the coupling screw (338.20) is suitable for its intended use. Placeholder.

Event description:
Sales consultant reports that during a left hip femoral neck fracture procedure, the dynamic hip screw- dynamic compression screw, (dhs-scs) coupling screw allegedly broke while being threaded with a lag screw. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The DHR was reviewed and no issues were found during manufacture that would contribute to this complaint condition. The device was returned and the investigation is ongoing. Placeholder.